Event description:
It was reported the patient received unintended face and ear stimulation upon increasing the stimulation amplitude. The patient was reprogrammed multiple times and it was reported the issue improved each time with programming. Follow-up identified surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.